Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that when starting up the system, the stand did not move. Review of the log file confirmed the malfunction in the mpdu (main power distribution unit). The issue persisted even after the system restart. The fse examined the system and determined that the power supply of the stand didn't work. The fse replaced the power supply of the stand to resolve the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The device stand (floor or ceiling mounted) allows positioning of the detector and x-ray tube in relation to the patient table. The movement of the stand is motorized using the control module located on the side of the bed or pedestal. If necessary, it is possible to move the stand manually using the handles and brake controls on the side of the stand. The side handle on the stand releases the brakes of balanced movements. Balanced movements are longitudinal, lateral and l-arm rotation movements. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. If there is a malfunction of the handle which enables manual movements there is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of manual movement is not likely to cause or contribute to death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment did not move. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse replaced the stand power supply and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.